Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, hardening of breast, lobulations and folds. Device has been explanted.

Manufacturer narrative:
Al analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : no observed. Wrinkling : no observed. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, pain, hardening of breast, lobulations and folds. Device has been explanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.